Event description:
It was reported that during implant procedure, the right ventricular lead failed to be deployed. The lead was stuck in the right ventricle and was damaged while removing. Over torque is suspected to be the reason of the issue. The lead was removed and replaced. No further information was provided.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.